Manufacturer narrative:
A2 age at time of event: 18 years or older. D2b pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured when it reached 20-30 atmospheres during initial inflation. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.